Event description:
A hospital in (B)(6) reported that they were unable to increase the neopuff pressure above 30cmh2o. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff was returned to fisher & paykel healthcare's regional office and service center in (B)(4). A full performance check of the neopuff was carried out, including a manometer test and valve assembly test. Results: the reported fault could not be replicated as the neopuff functioned properly during testing. Conclusion: no fault was found with the neopuff as it operated properly during testing. It may be possible that the customer had set the maximum pressure relief valve to 30cmh2o, which would have limited the pip (peak inspiratory pressure) to 30cmh2o. The operating instructions for the neopuff describe the set-up procedure for the neopuff including how to check and adjust the settings prior to pt use.